Event description:
It was reported by the user facility contact that they had a problem with the mesh not unfolding upon insertion during a procedure. After several attempts, they had to use another product to complete the procedure which required a larger incision be made.

Manufacturer narrative:
No product is being returned for evaluation. Therefore, no conclusion can be drawn.